Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens was scratched, when the company injector was advanced. Injector went under the lens instead of pushing it inside the eye. There was no patient harm. New unspecified spare lens was implanted.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of lens scratched, when the injector was advanced, injector went under the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.